Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. The customer's blood glucose (bg) level was 238 mg/dl at time of report. Reportedly, the transmitter and pump were not within line of sight of each other; however, the out of range issue was not resolved after the customer positioned the devices within line of sight. During troubleshooting with tandem technical support the pump was reset and sensor glucose readings were displayed again.